Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's atrial lead exhibited noise as well as low impedances. The patient's physician believes the atrial lead was not connected properly in the pacemaker header. The device remained implanted. No patient symptoms were reported.